Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy. Externalized conductors were observed via fluoroscopy between proximal and distal coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.